Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the superior vena cava (svc) coil. The lead remains in use. No patient complications have been reported as a result of this event.